Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during open hemicolectomy procedure, while transacting the colon, the surgeon could not fire the instrument using the six reloads and there was difficulty in loading. A new instrument was used to complete the case. The black pusher thumb piece could not be moved at all. There was no patient injury.